Manufacturer narrative:
(B)(4). Unable to perform displacement test due to missing retainer and missing reservoir tube o-ring. Test reservoir does not lock properly inside the reservoir tube due to missing retainer. Pump passed sleep current measurement, active current measurement and self test. No unexpected battery power loss alarm during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had turned off and injected manual insulin to lower blood glucose that was 16 mmol/l. Customer's blood glucose value was 10 mmol/l at the time of the incident. Customer will return device for analysis.